Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic and non dependent patient presented in clinic one day postoperative from lead revision. It was noted that the pulse generator exhibited post paced t wave oversensing. Programming changes were made to address the issue. Patient remained asymptomatic post programming changes.